Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43 mg/dl. Reportedly, customer believed the cause was due to customer not consuming enough carbohydrates before bed. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. Customer confirmed the pump was functioning as intended.